Event description:
The clinician reported that over 11 months after the dental implant was placed in ada site 23 in the patient's mouth, the implant did not achieve osseointegration and fractured. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.